Event description:
Customer stated that the last number on pt meter is not completely appearing. A review of the system was performed over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacements was provided.